Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated in the clinic during a follow-up check. The patient was asymptomatic. Troubleshooting was performed but was unsuccessful. The patient has not felt a patient notifier since the last check. It was discussed that the battery may be low. The device was explanted and replaced. It was noted that device battery was depleted.

Manufacturer narrative:
Correction - date of event.

Event description:
New information received indicated that premature battery depletion was suspected. Patient was in stable condition.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.